Event description:
As reported, (B)(6) 2013, a (B)(6) female pt presented for an endovenous laser treatment. When the fiber was inserted into the pt, the fiber went further into the pt than expected by the treating physician, possibly causing the fiber to enter in the pt's popliteal vein. It was reported that the fiber stop on the fiber was slightly loose and moveable which would allow the fiber to advance and advance further than expected. The procedure was continued with the same device and successfully completed. Post procedure, an ultrasound was performed on the pt revealing the fiber did not go into the popliteal vein. There were no reports of harm or injury to the pt due to this event. It was reported the disposable device is available for return to the MFR for eval.

Manufacturer narrative:
The reported defective device has yet to be returned to the MFR for a device eval. The firm is attempting to obtain the device. An investigation into the root cause for the product problem is currently in progress. The results of the device eval will be sent via a follow-up medwatch. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. As reported, the pt has suffered no permanent harm or injury due to the event. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint #(B)(4).